Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low" and customer was "unconscious". The customer alleged that the pump delivered too much insulin; however troubleshooting for the issue could not be completed and the alleged root cause could not be confirmed. Reportedly, the healthcare provider stated that "everything was normal with pump". Customer was using lyumjev within their pump supplies. Customer required assistance from partner who administered a glucose injection and paramedics who administered dextrose to address bg. Customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support advised the customer against using off-label insulin. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. Per the user guide, do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.